Event description:
The hosp reported that alarms were not audible. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Initial reporter's occupation is not known at this time.